Event description:
The customer contact reported a leak. The urologic connector of the irrigation set was connected to a female port of a urological catheter and was being used to deliver an unspecified concentration of mitomycin into the bladder to remain for the duration of 1 hour. After an unspecified length of time after the delivery was completed, when the patient was being transported to the post anesthesia care unit, it was reported that the urologic connector of the irritation set disconnected from the urological catheter. At this time, the customer contact reported that an unspecified volume of solution leaked onto the patient and the patient's bedding. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The customer contact indicted that the therapy was resumed at the next scheduled treatment. There were no reported adverse effects to the patient or the healthcare professionals and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.